Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm and when she removed her reservoir saw that it was leaking out of the bottom. Customer stated that reservoir had leak on past the o-rings. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. Customer was unsure if leak was past 1st or 2nd o ring. Customer stated there was not an air bubble in the reservoir. The insulin pump will be and reservoir will not be returned for analysis.